Event description:
On (B)(6) 2025, a 69-year-old male patient with a medical history that included a non-st-segment elevation myocardial infarction and prior percutaneous coronary intervention to the left anterior descending coronary artery, presented with chest pain. He was diagnosed with an st-segment elevation myocardial infarction and brought to the cardiac catheterization laboratory. During vascular access for the left heart catheterization, a small hematoma was noted. The patient was hemodynamically unstable, and an impella cp mechanical circulatory support device was implanted. Two attempts to deploy a perclose vascular closure device were unsuccessful, and a third attempt was successful. The hematoma subsequently worsened, and manual pressure was applied with a femostop compression device. A decision was made to hold systemic heparin anticoagulation. The patient was successfully weaned from mechanical support on (B)(6) 2025. The hematoma is being coded as a serious injury due to the need to withhold systemic anticoagulation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d4. Upon review, the primary UDI number has been updated.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: hematoma/ asae: the cause of the hematoma was not determined due to insufficient clinical details.

Manufacturer narrative:
Corrected: d1, d4 (serial) hematoma/ asae: the cause of the hematoma was not determined due to insufficient clinical details.